Event description:
Upon investigation, manufacturer's domestic evaluations lab found that a properly seated lancet did not retract into softclix plus after firing. Replacement was sent, device returned. No adverse event reported.